Manufacturer narrative:
(B)(4). Date sent: 2/28/2017. Batch # na. The handpiece was received with the nose cone cracked and the mount was noted to be loose. In addition, the 4-40 stud was broken and the broken piece was not returned with the device. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive; the acoustic isolator was torn. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected handpiece functionality. Possible causes that may have contributed to the broken stud are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torquing or plastic torque wrench not used. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Event description:
The device received has been classified as an unreconciled blind unit. No further information.